Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that the cartridge tubing was turning a black color again. Reportedly, the customer thinks the case they are using is possibly causing the discoloration. The customer also reported their blood glucose levels were 190 (mg/dl). A supply change and bolus was delivered to address bg levels. Customer noted that their bg levels seem to rise on the second day of cartridge use and thinks it may be attributed to scar tissue. An appointment has been scheduled with their health care provider for diabetes management consultation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing became discolored (black). Customer reported a blood glucose (bg) level of 206 and delivered a manual injection.